Event description:
This lead was removed and replaced due to dislodgement. There were no adverse events reported for this pt. The hosp retained this device. Should additional info become available this file will be updated.